Manufacturer narrative:
H3, h6) a software analysis was conducted. There was insufficient information provided to determine whether a software anomaly contributed to the reported behavior. The archive had 1 "mr" exam with 176 slices and there was no plan data found. The registration was performed was with an error metric of 4.8 millimeters (mm). This issue was attempted to be reproduced in-house but it was not reproduced with the provided archive and there were no changes in the image before and after the registration. Logs captured that there was one session on the date of issue. It was found that the site used "tumorresectionoptical" procedure and performed many registrations. The final registration was performed using "touch_trace" with an accuracy of 4.8 mm. However, logs did not capture any abnormality related to the reported behavior. Apart from that, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Previously reported code, d15, is applicable as well as newly reported codes, b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID sw app - 9735762, version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a cranial resection procedure. It was reported that while using the passive probe, the left was right and the right was left. Registration was fine and accuracy was good, but the system was giving the incorrect orientation. They tried to switch to radiographic and it did not resolve the issue. There was a delay of less than one hour. There was no impact on the patient's outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.